Event description:
It was reported that the arctic sun device was in use, and they were receiving an alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alarm 50 (patient temperature 1 erratic). Temperature cable was in the correct port. Bladder probe was in place and verified with secondary temperature source. Mss explained to nurse that they need to consider faulty cable. Nurse stated that they just brought a different device for them to use. Mss asked nurse to have the biomed check the original device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is faulty temperature cable. However this cannot be confirmed. Temperature cable was in the correct port. Bladder probe was in place and verified with secondary temperature source. Mss explained to nurse that they need to consider faulty cable. Nurse stated that they just brought a different device for them to use. Mss asked nurse to have the biomed check the original device. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown arctic sun temperature cable) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device was in use, and they were receiving an alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alarm 50 (patient temperature 1 erratic). Temperature cable was in the correct port. Bladder probe was in place and verified with secondary temperature source. Mss explained to nurse that they need to consider faulty cable. Nurse stated that they just brought a different device for them to use. Mss asked nurse to have the biomed check the original device.